Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the tip of the screwdriver is broken off and was not returned. Therefore a dimensional check of the tip is unobtainable. The dimensional check of the shaft diameter, material and hardness checks passed. A pd evaluation was conducted. The report indicates that the stardriver was received largely intact save for the t15 tip which is broken off on the diagonal with 4-6mm of the hex detail missing. The broken piece was not returned, manufactured 1/2006 and is over 7 years old. The returned device is routinely used for installation of t15 stardrive screws intended for plate fixation of fractures, osteotomies and non-unions of the clavicle, scapula, olecranon, humerus, radius, ulna, pelvis, distal tibia and fibula particularly in osteopenic bone. (Technique guide j5954e and 34 additional technique guides). The returned device was received with 4-6mm of the t15 tip broken off diagonally and is directionally consistent with non-full engagement while tightening the screw(s). Dwg no. 314_115 rev. B was reviewed and determined to be suitable for its intended design, application and dimensional conformity when used as recommended. This condition is likely the result of extreme off angle applied torque to targeted t15 stardrive screws for up to 7 years. The specific type of case in which the device broke is unknown and no additional information was provided on this. 3.5mm lcp mpt is indicated as a more prominent procedure in sap research of applicable risk assessments (se_259883 aa) for this device and will provide the baseline reference for this investigation. It is likely that the method of use employed in the application of this device resulted in the confirmed complaint but find that the device is suitable for its intended use when used as recommended and the complaint is not the result of a design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a stardrive screwdriver broke at the tip. It is unknown if the screwdriver broke during a specific case. No further information was provided. This report is 1 of 1 for complaint (B)(4).